Event description:
It was reported that an animal underwent cataract surgery on an unknown date over the last 3-4 months and suture was used. The needle popped off during the surgery. It happens after they have put the needle into the skin and are then pulling it through, is when the needle comes off. It's on the cornea during cataract surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - can you identify the lot numbers and product code of the product that was used? We don't have the lot numbers, but are keeping up with that now.